Event description:
It was reported that a patient underwent a sling procedure in 2008. Following the procedure, the patient experienced an inability to void. A catheter was left indwelling for five days, and then removed. The surgeon opines that the cause of the inability to void was due to post-operative swelling. Currently, the patient is voiding slowly.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.